Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information: could you please clarify how do you know that the device was not sterilized? Could you please provide more information; could you please provide photo of the device? Could you please confirm if the package was open, have puncture or anything else that compromise the product sterility? Please clarify. What is the lot number? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on the patient but was not sterilized. Rep stated for some reason, the account thought the device was sterile. Unknown how the procedure was completed or if there were any adverse consequences for the patient. Additional information was requested.